Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: based on the imaging review, the exact reason for the unsuccessful filter retrieval attempts cannot be determined, as filter appeared in an appropriate location without significant tilt or clear evidence of hook embedment. Filter retrieval it is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the primary reason for the filter placement was no venous thromboembolism (vte) present but at risk for vte due to recent trauma and surgery. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 29 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot number e3226982) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Filter tilt was = 16 degrees. Analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus. The filter was placed in the ivc infrarenal site, and the ivc diameter at the intended filter location was 21.9 mm. There was no evidence of filter deformation, migration, extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Angle of filter tilt in the ap view was 11.8 degrees. On the same day, the post-procedure x-ray was performed. It revealed no evidence of filter fracture, embolization or migration. The angle of filter tilt was = 16 degrees. Analysis of the post-procedure x-ray indicated no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 4.1 degrees and in the lat view 1.5 degrees. On (B)(6) 2015 (112 days post-procedure), the patient had the pre-retrieval x-ray performed. The x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was <6 degrees. On the same day, an attempt was made to retrieve the filter because it was no longer clinically needed. Filter legs did appear outside the column of contrast before the filter retrieval attempt. There was no thrombus present in the filter. Filter retrieval was initially attempted endovascularly with a gunther tulip¿ retrieval set via the right internal jugular vein. The physician reported major difficulty attempting to retrieve the filter. Additional devices utilized during the retrieval attempt include a ¿larger 20 mm snare¿ and an attempt to ¿shape the sheath to reach the filter.¿ despite these efforts, the filter was not endovascularly retrievable because the physician was ¿unable to reach the hook of the filter with the snare. The snare was aiming to the right and the hook to the left.¿ on (B)(6) 2015 (148 days post procedure), the patient had the pre-retrieval x-ray performed. The x-ray revealed no evidence of filter fracture, embolization or migration. Filter tilt was <6 degrees. On the same day, a second an attempt was made to retrieve the filter because it was no longer clinically needed. Filter legs did appear outside the column of contrast before the filter retrieval attempt. There was no thrombus present in the filter. Filter retrieval was initially attempted endovascularly with a gunther tulip¿ retrieval set via the right internal jugular vein and bilateral common femoral vein. The physician reported major difficulty attempting to retrieve the filter. Additional devices utilized during the retrieval attempt include an ¿alternative snare used ¿ensare¿, balloon used to displace filter, and two wires used to centralise snare over filter.¿ despite these efforts, the filter was not endovascularly retrievable because the ¿hook embedded in vessel wall and unable to grasp.¿ patient outcome: the patient remains in the study.